Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to duplicate the reported issue. The software was upgraded.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during ventilation in either vcv, pcv and or pcv-vg, the system registers patient triggered breaths with the blue indication on the waveform, no pressure is applied to either thoracic or stomach region. They also register big differences in insp. ¿ exsp. Volume (tv 400ml and exsp. Only 75ml return) it's combined with irregular spirometry loops. The difference is so big that the system doesn't allow further mechanical ventilation. There was no reported patient injury.